Manufacturer narrative:
Investigation is not complete.

Event description:
The customer reported that a patient was overmedicated due to an overdelivery of dilaudid with a pca pump. No programming parameters have been provided. The patient was unresponsive and was immediately given a dose of narcan. A second dose of narcan was given approximately 15 minutes later. The patient is reportedly doing fine as of now. The device was taken out of service and isolated. The customer alleged the pump showed 000 for continuous pca delivery and that there were not any alarm or error messages. The user facility has been investigating, and to date, they have not identified a cause of the event. No additional information has been provided.

Manufacturer narrative:
The customer reported that on (B)(6) 2016 at 20:03 the pump was alarming, the syringe was empty and the nurse had difficulty releasing the cradle. It was then reported that the nurse was having difficulty with sliding when putting in the new syringe and scanning and that two other nurses were called for assistance with the syringe. A review of the mednet alarm/event log shows that on (B)(6) 2016 at 20:03, the device alarmed for empty syringe. Between 20:18 and 20:24 there were 12 check syringe alarms, 9 check vial alarms, 13 barcode not read alarms, and 2 check settings alarms, and that the door was opened 3 times and locked 2 times.

Event description:
The customer reported that a patient was overmedicated due to an overdelivery of dilaudid with a pca pump. No programming parameters have been provided. The patient was unresponsive and was immediately given a dose of narcan. A second dose of narcan was given approximately 15 minutes later. The patient is reportedly doing fine as of now. The device was taken out of service and isolated. The customer alleged the pump showed 000 for continuous pca delivery and that there were not any alarm or error messages. The user facility has been investigating, and to date, they have not identified a cause of the event. No additional information has been provided. Subsequent to the initial medwatch report submission, the customer provided the following information: the customer reported that the time of the event occurred around 20:03, the patient received narcan around 20:37, and the device was powered off at 20:28. It was further reported that there was trouble scanning the bar code and that the cradle release was not sliding smoothly and the customer could not get the empty syringe out. The customer communicated that the pca vial, which was filled by pharmacy staff at the user facility, was leaking. The customer further reported that one entry of the device log shows a value of mcg while other entries are in mg and a user facility clinical pharmacist communicated that the machine would not allow her to change it to have all values speak in mg¿s. It was clarified that the entry on the device log on (B)(6) 2016 of a loading dose of 120 was not given to the patient, as it reflected user facility bio-medical staff testing the device. No additional information was provided.

Event description:
Subsequent to the initial MDR submission (version 1), the customer provided the following information: the customer reported that the time of the event occurred around 20:03, the patient received narcan around 20:37, and the device was powered off at 20:28. It was further reported that there was trouble scanning the bar code and that the cradle release was not sliding smoothly and the customer could not get the empty syringe out. The customer communicated that the pca vial, which was filled by pharmacy staff at the user facility, was leaking. The customer further reported that one entry of the device log shows a value of mcg while other entries are in mg and a user facility clinical pharmacist communicated that the machine would not allow her to change it to have all values speak in mg¿s. It was clarified that the entry on the device log on (B)(6) 2016 of a loading dose of 120 was not given to the patient, as it reflected user facility bio-medical staff testing the device. No additional information was provided. Subsequent to the first supplemental MDR submission (version 2), additional information was received from the customer: a patient was admitted for abdominal pain and underwent partial colectomy. Pca dilaudid was prescribed for pain management, which was started in post-operative recovery. The prescribed therapy settings were ordered on (B)(6) 2016 to start at 1930: pca and continuous of dilaudid 30mg in 30 ml of normal saline, loading dose of 0.5mg, basal rate of 0.2mg/hour, demand dose of 0.1mg with 10 minute lockout, and a 3mg dose for 4 hours. The following physician orders for pca thearpy were to be started on (B)(6) 2016 at 1400: pca only mode with the settings of dilaudid 30mg in 30 ml of normal saline, loading dose of 0.5mg, basal rate of 0.0mg/hour, demand dose of 0.1mg with 10 minute lockout, and a 3mg dose for 4 hours. The customer reported on (B)(6) 2016 at 20:03 the pump was alarming, the syringe was empty and the nurse had difficulty releasing the cradle. It was reported the new syringe which measured 30ml was filled completely with the drug, was leaking from the side and the nurse was having difficulty with sliding when putting in the syringe and scanning. Two other nurses were called for assistance with the syringe. It was reported that the patient was feeling funny and the respiratory rate went down to 10%. At 20:15 a rapid response was called, the patient was given two doses of narcan and was reported to be feeling ok after that. It was reported that the patient was stable prior to the event. The customer reported that when the pca vial was being manipulated and changed, the slide clamp was not closed and the IV tubing was connected to the patient when the incident occurred. A visual examination of the device showed that it was labeled with the two cautionary labels related to the slide clamp usage. The customer reported providing re-training to the staff on appropriate use of the slide clamp when using the device. The customer reported that there have been no issues with the device since 2010, it has not been repaired in the past, and affirmed that there was no issue with the barcode reader or the pump. No additional information was provided.

Manufacturer narrative:
The device was not returned to the service center for evaluation. A field service engineer (fse) went to the user facility site to perform testing and investigation. The device did pass performance verification testing (pvt) successfully; however, it was noted that the pole clamp ratcheting mechanism was not working. Since the device was not returned to the manufacturer, the 4 hour and 16 hour stress test protocol could not be performed. The device event log/alarm history was downloaded and reviewed. A comprehensive device service history review of the device lifecycle was conducted and did not find any similar complaints or activities. The customer¿s complaint was not confirmed and a probable cause for the reported event could not be determined.

Event description:
Subsequent to the initial MDR submission (version 1), the customer provided the following information: the customer reported that the time of the event occurred around 20:03, the patient received narcan around 20:37, and the device was powered off at 20:28. It was further reported that there was trouble scanning the bar code and that the cradle release was not sliding smoothly and the customer could not get the empty syringe out. The customer communicated that the pca vial, which was filled by pharmacy staff at the user facility, was leaking. The customer further reported that one entry of the device log shows a value of mcg while other entries are in mg and a user facility clinical pharmacist communicated that the machine would not allow her to change it to have all values speak in mg¿s. It was clarified that the entry on the device log on (B)(6) 2016 of a loading dose of 120 was not given to the patient, as it reflected user facility bio-medical staff testing the device. No additional information was provided. Subsequent to the first supplemental MDR submission (version 2), additional information was received from the customer: a patient was admitted for abdominal pain and underwent partial colectomy. Pca dilaudid was prescribed for pain management, which was started in post-operative recovery. The prescribed therapy settings were ordered on (B)(6) 2016 to start at 1930: pca and continuous of dilaudid 30mg in 30 ml of normal saline, loading dose of 0.5mg, basal rate of 0.2mg/hour, demand dose of 0.1mg with 10 minute lockout, and a 3mg dose for 4 hours. The following physician orders for pca therapy were to be started on (B)(6) 2016 at 1400: pca only mode with the settings of dilaudid 30mg in 30 ml of normal saline, loading dose of 0.5mg, basal rate of 0.0mg/hour, demand dose of 0.1mg with 10 minute lockout, and a 3mg dose for 4 hours. The customer reported on (B)(6) 2016 at 20:03 the pump was alarming, the syringe was empty and the nurse had difficulty releasing the cradle. It was reported the new syringe which measured 30ml was filled completely with the drug, was leaking from the side and the nurse was having difficulty with sliding when putting in the syringe and scanning. Two other nurses were called for assistance with the syringe. It was reported that the patient was feeling funny and the respiratory rate went down to 10%. At 20:15 a rapid response was called, the patient was given two doses of narcan and was reported to be feeling ok after that. It was reported that the patient was stable prior to the event. The customer reported that when the pca vial was being manipulated and changed, the slide clamp was not closed and the IV tubing was connected to the patient when the incident occurred. A visual examination of the device showed that it was labeled with the two cautionary labels related to the slide clamp usage. The customer reported providing re-training to the staff on appropriate use of the slide clamp when using the device. The customer reported that there have been no issues with the device since 2010, it has not been repaired in the past, and affirmed that there was no issue with the barcode reader or the pump. No additional information was provided.

Event description:
The customer reported that a patient was overmedicated due to an overdelivery of dilaudid with a pca pump. No programming parameters have been provided. The patient was unresponsive and was immediately given a dose of narcan. A second dose of narcan was given approximately 15 minutes later. The patient is reportedly doing fine as of now. The device was taken out of service and isolated. The customer alleged the pump showed 000 for continuous pca delivery and that there were not any alarm or error messages. The user facility has been investigating, and to date, they have not identified a cause of the event. No additional information has been provided.